Event description:
The customer reported that the device failed to discharge.

Manufacturer narrative:
The customer reported that the device failed to discharge. The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.